Event description:
Insertion of biotwist screw was successfully made (initial surgery date unknown). During post-operative physio-rehabilitation, screw breakage was experienced during range of motion movements. Pt was returned to surgery in 2000 to explant the screw. Possible fracture of the implant during insertion.